Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Consumer reported upon removal of a tampon, the string was not accessible. She was unable to remove the pledget. The following morning she had her doctor remove the pledget from her vaginal cavity and noted the string was present but wrapped around the pledget. She took ibuprofen for vaginal cramping and pain that she experienced for approximately a day after removal.